Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6french angio-seal device deployed at the end of the procedure. All steps were completed as normal, including locating the artery and setting the anchor. When trying to seal the puncture the insertion sheath was pulled back, no green tamper tube appeared, so the collagen could not be tamped down. No black marker was noted and hemostasis did not occur. The doctor did manual compression and used an ultrasound to check on the anchor which was in place against the wall. The patient was fine and pedal pulses were present.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.